Manufacturer narrative:
(B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". Service center findings: motor corroded - motor replaced. Motor not turning smoothly - motor replaced. Defective drill mounting mechanism 1.0 has been replaced by 1.25. Protective conductor resistance out of tolerance - motor cable replaced. Housing damaged - handle replaced. Resistance value out of specs: handcontrol set replaced. "Micro": preventive replacement of o-rings performed. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test completed. Safety test checklist enclosed. Possible root cause for the motor corrosion could be due to liquid ingest in the chassis, resulting in internal components exposed to moisture, eventually causing the metal components to rust over time, causing the motor to not turn smoothly. Possible root cause for the damaged housing could be from device mishandling. Possible root cause for the resistance values to be out of tolerance for the motor cable and hand controls could not be determined. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the device has a defect.